Event description:
An olympus employee reported on behalf of the customer, the tissue pad peeled on the sonicbeat. The event occurred after 30 minutes of a therapeutic laparoscopic cholecystectomy. The subject device was replaced, and the procedure was completed. Output setting was on maximum mode (level 3) and setting mode (level 1) the subject device was inspected prior to use and there were no abnormalities. There was no patient harm associate with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tissue pad was worn, partly peeled off and torn. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instruction manual provides the following: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ the investigation concluded that the reported problem was likely due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. Olympus will continue to monitor field performance for this device.